Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he tried changing out sets and nothing works. Customer stated that he is getting no delivery alarms on the insulin pump. Customer's blood glucose is 400 mg/dl. Customer's blood glucose was elevated. Customer treated with a manual injection. Customer stated that the alarm occurred previously and occurred during a bolus. Customer stated that the alarm is not recurring. Customer stated that the issue has not been resolved. Customer tossed out the set and stated that he will set up a new set. Customer stated that he did not notice any site issues or bent cannulas. Customer stated performed a 5.0 unit fixed prime and the insulin did exit. Customer was advised that scar tissue can cause no delivery alarms since he stays in the same area and just moves around in the same area. Customer was advised to monitor the issue. Customer declined to troubleshoot high blood glucose due to being on injections.